Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the monitor has been returned.

Event description:
The patient reported that the previously working remote monitor, did not power on. Setup was verified and troubleshooting steps were taken including changing the batteries, to no avail. Return of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.